Event description:
It was reported that, surgeon called me to his office (B)(6). He had just seen and x-rayed the pt for his f/u visit. The x-rays showed the lag screw position had changed from his post operative films. The lag screw had migrated superiorly, anteriorly, and medially into the acetabulum. The pt was brought to the operating room on (B)(6). The set screw was released, the 115 mm lag screw was removed with lag screw extraction instruments out of the extraction module 1. A new lag screw, 100 mm was placed over the guide wire into the femoral head. The set screw was re-tightened, and the pt was closed.

Manufacturer narrative:
Device was discarded. If add'l info is received it will be reported on a supplemental report.